Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 250 mg/dl. The event involved product(s) mmt-1884, mmt-342, mmt-431ag & mmt-7040a. Troubleshooting was done, the customer felt the insulin pump was under-delivering as smartguard adjustments on bolus deliveries made their blood glucose value to go high after meals. The insulin pump was used within 48 hours of the reported event and the automode/smart guard feature was active. The customer was treated with insulin pump. No further patient complications were reported. The product mmt-1884 will be returned for analysis but the product(s) mmt-342, mmt-431ag & mmt-7040a will not be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08740 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 2025 found a bolus insulin delivered to be 0.025u at 00:16:49.000 and 0.025u at 01:51:51.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a scratched case. In summary, customer allegation for pump possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.